Event description:
It was reported that the pt presented to the hosp. The pulse generator exhibited loss of capture. The device was clinically resolved by reprogramming. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.